Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. One rotawire was received stuck inside of rotalink burr and rotalink advancer. The guidewire was returned together with the advancer and the burr; the guidewire was removed from the advancer but it was stuck inside the burr. In one side of the burr there were two sections of the guidewire, one of them has the spring tip stretched and kinked that measures approximately 6.9 cm; the other section was broken approximately 5.2 cm. The section of wire in the other side of the burr measures approximately 169.1 cm. All outer diameter (od) were measured and met specifications. However, the overall length could not be measured due to the device got stuck inside the burr and was broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10804. It was reported that the rotaburr was difficult to remove, became stuck in the rotawire and rotawire detachment occurred. A 330cm rotawire and a 1.50mm rotalink burr were selected for use. During the procedure, when the physician removed the rotaburr from the lesion, resistance was encountered and the rotablator console made a different noise. The physician then stopped burring and removed the entire system from the patient. Furthermore, it was noted that the burr became stuck on the rotawire and the wire became split into two segments. The detached segments were still intact on the rotawire and were completely removed from the patient's body. The physician completed the procedure by stenting. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10804. It was reported that the rotaburr was difficult to remove, became stuck in the rotawire and rotawire detachment occurred. A 330cm rotawire and a 1.50mm rotalink¿ burr were selected for use. During the procedure, when the physician removed the rotaburr from the lesion, resistance was encountered and the rotablator console made a different noise. The physician then stopped burring and removed the entire system from the patient. Furthermore, it was noted that the burr became stuck on the rotawire and the wire became split into two segments. The detached segments were still intact on the rotawire and were completely removed from the patient's body. The physician completed the procedure by stenting. No patient complications were reported and the patient's status was stable.